Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several possibly inappropriate shocks while the patient was lifting something heavy over a fence. Technical services (ts) was contacted for a review, and ts informed that the first shock put the patient into ventricular tachycardia (vt), and the second shock converted the patient's rhythm. It was discussed that the instead of vt, the rhythm could have also been sinus with rate dependent bundle branch block (bbb) with some oversensing. The event could not be reproduced in the clinic, so no programming changes were made. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several possibly inappropriate shocks while the patient was lifting something heavy over a fence. Technical services (ts) was contacted for a review, and ts informed that the first shock put the patient into ventricular tachycardia (vt), and the second shock converted the patient's rhythm. It was discussed that the instead of vt, the rhythm could have also been sinus with rate dependent bundle branch block (bbb) with some oversensing. The event could not be reproduced in the clinic, so no programming changes were made. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.